Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
An internal review of intra-aortic balloon (iab) pump complaints has determined that the following adverse event reported on MDR 2248146-2015-01025 also involved the iab catheter in this event which was not previously reported on MDR. As a result, this case is being reopened and reported now. There was a reported death that was not attributed to the device. The customer reported that the patient had a avr+CABG x4, replacement of ascending ao for dissection (acute), and cardiogenic shock. During intra-aortic balloon (iab) therapy there was rupture of the iab. The iab was changed over guidewire with no problems. The patient still experienced cardiogenic shock unrelated to iab. The patient expired on (B)(6) 2015.